Manufacturer narrative:
The reagent lot number is 858969. The expiration date was not provided. The field service engineer (fse) inspected the module and replaced the sample probe assembly. He verified that the module is performing as specified. On his follow-up service visit, he replaced the tubing to the wash station, rinsed the vacuum system, and adjusted the reagent probes. The investigation is ongoing.

Event description:
The initial reporter received questionable tina-quant albumin gen.2 - urine application results from four patient samples tested on the cobas 6000 c501 module. The following examples of discrepant results were provided: patient sample 1 the initial result was 13.4 g/l the first repeat result was 21 g/l. The second repeat result was 20.7 g/l. Patient sample 2 the initial result was 14 g/l. The repeat result on automatic rerun was 27 g/l.

Manufacturer narrative:
The field service engineer confirmed that the assay and the module were performing according to specifications. The investigation determined that a component malfunction had caused the event. The investigation determined that the service actions resolved the issue.